Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that it was difficult to seat the liner to the shell. Eventually it was seated and no adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.